Manufacturer narrative:
(B)(4). The following medwatch reports are related to the same patient: 1820334-2017-02650 and 1820334-2017-02651. This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that an abscess drain was placed and the sheath separated from the hub 2 days after placement. The patient required an additional tube placement procedure due to this product problem.